Event description:
During a remote follow-up, noise that led to oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. The cause of the event is due to suspected lead damage. No intervention has been performed. The patient was stable and will continue to be monitored.